Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2010. Pt underwent revision surgery on (B)(6), 2011 due to loosening of the locking bar. Locking bar only was replaced. On (B)(6), 2011, hospital reported "it seems that locking bar has loosened for a second time". A second revision procedure has not taken place.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. A second MDR will be filed when further information is rec'd regarding a second revision surgery. This report filed (B)(4), 2011.